Event description:
It was reported that the pt received the early replacement indicator (eri) message three days after implant. The pt was programmed with six groups and everything at 0v; the pt had not used the device since implant. Approx eight days later, an end of service/end of life message was noted. The device was noted to have been checked intraoperatively and was all fine. The device was programmed post-operatively but not turned on. Low, out range impedances (<50ohms) were noted on electrodes, 1, 2, and 3. High impedance (>10,000ohms) were noted on electrodes 4-7. It was noted that all impedances were fine the day of implant.

Manufacturer narrative:
(B) (4).